Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this device was suspected to be depleting prematurely. A technical services consultant suggested device data be analyzed and discussed that device replacement was recommended if device data could not be analyzed. The device was explanted and returned for analysis.

Event description:
It was reported that this patient's device is currently under advisory for premature battery depletion. The device has depleted from approximately 40% to 15% battery after approximately five months. Premature battery depletion is currently suspected. Replacement was recommended, however the device remains in service. No adverse events. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.